Event description:
The instrument reported incorrectly a low ph-value. The patient was treated wrongly for low ph-value with bicarbonate. Using another analyzer the erroneous result was discovered, and the treatment stopped.